Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 600 mg/dl. The customer also complained of dehydration and sepsis at the time of the event. The customer began experiencing high blood glucose levels the night prior to the event, and was getting no delivery alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated with specifications.